Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced an increase in low flow alarms. The patient recently had a computed tomography angiography performed that revealed a 50% occlusion of outflow. Log files were submitted for review and captured a lot of low flow estimated and low flow hazard event while the pulsatility index values were elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. Addition information received on 23mar2026 reported cta outflow done (B)(6) 2026 ¿moderate near circumferential hypodense thrombus within the proximal lvad outflow causing likely severe approximately 70% luminal stenosis, worsened from prior study.¿ the patient becomes bradycardic at night while sleeping. The cause of the low flow alarms were determined to be a combination of outflow graft obstruction, bradycardia, hypovolemia, and small lv cavity size.